Manufacturer narrative:
Correction: h4: manufacturing date: the manufacturing site reported, that the manufacturing date for the device is 03/23/2020. Additional information: d9: device available for evaluation? Yes; h3: device evaluated by manufacturer? Yes. H6 type of investigation codes: 3331, 4110 and 4109. H6 investigation findings: code 213. Device evaluation: a review of the records related to this equipment, that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications, that can be caused by the surgical/treatment procedure being performed. The trend review shows, that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents. And no new risks were identified, as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity not available. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and vertical gas breakthrough (vgb) was noticed in left eye. Surgeon notified patient that lasik would likely not be able to proceed in that left eye. Right eye surgery done with no evidence of vgb. Under the excimer laser, surgeon noted two isolated minute gas bubble in the epithelium inferior to the inferior pupillary border and verified when they did not clear with irrigation. Surgeon was able to lift flap without tearing. Balanced salt solution was used to lubricate and both adherences released with minimal effort. Upon lifting flap to expose stroma for ablation, surgeon noticed epithelial defect hinged on the two isolated vgb areas on the surface. Excimer treatment was completed in right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2021, right eye pre-op 20/30 1.75 x -1.75 x 90, left eye pre-op 20/30 3.25 x -4.00 x 88.